Manufacturer narrative:
(B) (4).

Event description:
A confirmed motor stall occurred and was noted in the event logs with no motor stall recovery recorded. The motor stall occurred due to an MRI or other medical procedure. The duration of the motor stall was not reported. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.